Event description:
It was reported the catheter was entrapped on the guidewire. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure. During the procedure the jetstream catheter became entrapped on a non-bsc guidewire. The guidewire and device were removed from the patient. A new guidewire and new jetstream were used to complete the procedure.